Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when preparing a 6f hydrophilic sheath for vascular access the hub of the introducer detached. No patient interaction. A new sheath was used for this procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unconfirmed, however, it is suspected to be attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this finished lot number were found. Corrective actions are in process.